Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the quick coupling did not release the gauge or the machine properly. It was further reported that the device vibrated a lot when running. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the unit's coupling malfunction- does not release gauge or the machine properly and vibrates a lot when running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and repeated sterilization. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The brand name was documented as ao/asif quick coupling for drill bit in the initial report. It has been updated to oscillating saw atch, large, with key. The common device name and device product code were corrected. The catalog number was documented as 05.001.250 in the initial report. It has been corrected to 532.026vet. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.